Manufacturer narrative:
H2: continuation of d10: part number: bi71000176, lot: rev. 3 : s/n (B)(6) part number: bi71000210, lot number: rev. 4 : s/n n/a h3: the returned power conversion failed bench testing, and a few of the transistors were shorted. The returned dongle pendant was put through visual inspection and it was noted that they were able to confirm that the dongle was slightly bent and one of the thumbscrews on dongle's threaded end was snapped. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used for an unknown procedure. It was reported that during a case, the manufacturer representative was able to take 2d images with no issues. However, when proceeding to the 3d spin, they would hear the rotors moving for a few seconds and then stop. It was reported that they were unable to complete a 3d spin. The manufacturer representative stated that they received an error message on the navigation system indicating that the spin was terminated early. It was noted that the system was rebooted, and they tried taking the spin again but got the same results. It was recommended to try to use the foot switch, however, the spin would still terminate after a couple of seconds. It was noted that the site used a different method to proceed. There was less than an hour delay to the procedure and no impact to patient outcome.

Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. It was reported that the batteries, power enclosure and power tray were replaced. The imaging system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the issue was found during a lumbar fusion procedure. The cause of the issue was a result of leaving the system powered on for many days causing the batteries to drain.